Manufacturer narrative:
The manufacturer has made 3 attempts to contact the user, but the user does not respond. Since the lot number was not provided by the user, the batch documentation could not be reviewed. The only information the manufacturer has is that the user stated that she ended up in ICU with uti. The cause of this adverse event has not been possible to establish.

Event description:
A female user reported on the manufacturer's facebook ad that "I ended up in ICU with a uti!". The manufacturer has made 3 attempts to contact the user, but the user does not respond. The only information the manufacturer has is the message on facebook.